Manufacturer narrative:
This device is used for treatment not diagnosis.the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
Additional information received stated that the patient was discharged stable on device back home post pump exchange. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis indicators may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Infection can be associated with haemostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). Although a definitive conclusion cannot be made, patient and pharmacological factors including presentation with infection may have contributed to the reported event. Log file review confirmed the reported rise in power consumption and estimated flows. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The pump was returned to the manufacturer for evaluation. With pathology review gross findings show mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. However, no gross evidence of thrombus is found within the device. Various analyses were conducted on the returned pump and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to scratches on the inferior side of the impeller and lower housing ceramic surface. Pathological examination did not reveal any evidence of thrombus. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive conclusion cannot be made, patient comorbidities, pharmacological factors, and presentation with infection may have contributed to the thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately one year and seven months post hvad implantation this patient was admitted to the hospital for treatment of suspected pump thrombus and infection. The patient presented with hematuria, nose bleed, lower back and flank pain, uncontrolled diabetes, and increased lactate dehydrogenase (ldh) levels and hvad flows between 7.4 and 7.7 rpm's. Pump power and flows reportedly increased further and there was a "harsh mechanical hum" coming from the pump. Preliminary log file analysis indicate an increase in pump flows beginning the day prior to the patient's admission. The patient continued on her anticoagulant therapy and was started on an integrillin drip before being taken to the operating room for pump exchange several days later. She also received intravenous antibiotics for treatment of suspected urinary tract infection. The explanted pump is being returned to heartware for evaluation. Investigation is ongoing.